Event description:
It was reported that a patient therapy manager (ptm) was not uploading information. The healthcare provider updated the pump but the refill date showing on the ptm did not change, was not accurate. It was later added that there was no patient name given. The facility reported issue had resolved.

Manufacturer narrative:
(B)(4).